Manufacturer narrative:
(B)(4). Date sent: 11/29/2022.

Event description:
It was reported that during the sleeve gastrectomy procedure, the device did not staple. The side of the stomach did not stapler. There was also tissue bunching while firing. This was the first firing with the stapler, using the green reload. They opened a new stapler and the surgeon had to oversaw the stomach part that didn't staple. The surgeon checked for leakage. He did the test and he didn't any leakage at the staple line. There was no patient harm.

Manufacturer narrative:
(B)(4). Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/22/2022. D4: batch # 904a03. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage with a gst60g reload loaded in the device. Additionally, the reload was received with the left side fully fired, the right side outer row fully fired, and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information a manufacturing record evaluation was performed for the finished device batch number 904a03, and no non-conformances were identified.